Event description:
A cna was moving the consumer from the chair to the bed when the sling allegedly ripped and a popping noise was heard. The consumer allegedly sustained a right distal fracture of the femur. The consumer allegedly passed away shortly after the alleged incident from complications from a broken hip.

Manufacturer narrative:
Information received that a patient fell during a transfer from their wheelchair to their bed. The lift reportedly has been placed back in service. The sling involved in the incident was photographed and photos were received and reviewed by engineering. Engineering was unable to conclude if sling was manufactured by invacare. Current user guide covers proper transfer methods and use. MDR filed as a conservative measure.